Manufacturer narrative:
Date sent: 06/11/2007.

Event description:
It was reported that during an unk case, the staples were scissoring after firing the device. Another device was used to complete the procedure with no pt consequence.